Manufacturer narrative:
One device was received for investigation. Visual inspection noted no physical damages. Functional testing confirmed the complaint when the relief pressure measured low. A faulty non return valve (nrv) was listed as the cause of the failure. A root cause of the faulty nrv could not be determined. No previous service history was found. A manufacturing device history report (DHR) review was not completed as the complaint was due to the age of the device and not related to manufacture. Replaced nrv assembly, MRI battery, sintered filter, and orings for the preventative maintenance (pm). Replaced damaged cable harness and out of spec manometer. Performed pm testing, cleaned and affixed service label. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Date of event and operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator wouldn't pressurize and had no peep. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.